Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During the procedure, the end ("blue part") of the device (subject device ) reportedly lifted. This occurred with a second device. The complainant was unable to provide any further info. The procedure was completed and the pt was reported to be "fine". Refer to MFR report #3005099803-2009-00421 for details regarding the second device.